Event description:
The customer called to report repeated no delivery alarms. The customer stated that she has already been hospitalized for high blood glucose levels, and has conducted all of the troubleshooting already. The customer requested a replacement insulin pump. No further details were provided regarding the hospitalization.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.